Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator's navigation ring malfunctioned. It is unknown if the ventilator was being used on a patient at the time that the problem was discovered.

Manufacturer narrative:
Date received by MFR: 25jun2019, date of report: 07aug2019. Additional information was received from the customer that the ventilator was not being used on a patient at the time that the problem was discovered. Additional information was received from the customer that the ventilator's touchscreen was functioning as intended at the time that the reported problem was discovered. As per the medical device reporting determination standard operating procedure (qst3-3412, version h) a navigation ring malfunction is not a reportable event for the v60 ventilator if the touchscreen is functioning as intended. Therefore, this event does not need to be reported.

Event description:
It was reported that the ventilator's navigation ring malfunctioned. It is unknown if the ventilator was being used on a patient at the time that the problem was discovered. Additional information was received from the customer that the ventilator was not being used on a patient at the time that the problem was discovered.